Manufacturer narrative:
The initial submission was erroneously submitted as a 5 day report and the firm was not required to initiate action to prevent an unreasonable risk of substantial harm. This should have been marked as a "thirty-day/initial report."

Event description:
It was reported to philips that the battery (dom 18349-0098-p) for the device would not calibrate and would no longer charge. There was no reported patient involvement/adverse patient impact.